Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent telemetry and marker anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.